Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Delivery anomaly-no delivery/occlusion alarm (insulin flow blocked alarm) not confirmed. No cracked display window. No damage noted on the lcd glass. However, the pump was received with a minor/deep scratched display window. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. On the primary svn (B)(6), on the event date of 28-feb-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 95500 (9.55 u) and dailytotalofbolusinsulindelivered = 355000 (35.5 u) which is equal to the dailytotalofallinsulindelivered = 450500 (45.05 u). On the primary svn (B)(6), perform the history review 1 week prior to the event date 28-feb-2025 in the pump history file and found 4 sensor error alerts on 02/27/2025, 1 lost sensor alert on 02/27/2025, 1 lost sensor alert on 02/28/2025, and 2 nodelivery (7) alarms on 02/28/2025 (during bolus). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump history file lists data on 01/04/2025 to 03/07/2025. On a related svn (B)(6), unable to perform the history review 1 week prior to the event date 17-may-2025 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.3 mv). The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia)/dka. Delivery anomaly-no delivery/occlusion alarm (insulin flow blocked alarm) not confirmed. Damage- cracked display window not confirmed. However, the pump was received with a minor/deep scratched display window and other cosmetic damages. Damage confirmed at the front of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Delivery anomaly-no delivery/occlusion alarm (insulin flow blocked alarm) not confirmed. No cracked display window. No damage noted on the lcd glass. However, the pump was received with a minor/deep scratched display window. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. On the primary svn (B)(6), on the event date of 28-feb-2025 of the daily totalcollectionstarttime, the dailytotalofbasalinsulindelivered = 95500 (9.55 u) and daily total of bolus insulin delivered = 355000 (35.5 u) which is equal to the daily totalofallinsulindelivered = 450500 (45.05 u). On the primary svn (B)(6), perform the history review 1 week prior to the event date 28-feb-2025 in the pump history file and found 4 sensor error alerts on 02/27/2025, 1 lost sensor alert on 02/27/2025, 1 lost sensor alert on 02/28/2025, and 2 nodelivery (7) alarms on 02/28/2025 (during bolus). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump history file lists data on 01/04/2025 to 03/07/2025. On a related svn (B)(6) unable to perform the history review 1 week prior to the event date 17-may-2025 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.3 mv). The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia)/dka. Delivery anomaly-no delivery/occlusion alarm (insulin flow blocked alarm) not confirmed. Damage- cracked display window not confirmed. However, the pump was received with a minor/deep scratched display window and other cosmetic damages. Damage confirmed at the front of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose and diabetic ketoacidosis. The customer also experienced an insulin flow blocked alarm and crack on the lcd of the insulin pump. The customer reported a blood glucose value of 400 mg/dl. The hyperglycemia and elevated ketones/diabetic ketoacidosis were treated with IV insulin drip (intravenous insulin infusion) and hospitalization: an overnight stay also the customer used emergency medical services/ambulance/emergency room visit. Troubleshooting was performed for high blood glucose and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event also the customer has been using the auto mode feature at the time of the event. No further patient complications were reported. Mmt-1886 was requested, and customer response was the device will be returned. Frn-mmt-unk-rsvr, unomed inf set.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.